Manufacturer narrative:
Visual analysis of the returned device revealed that the sheath was separated at the proximal end. No issues were noted with the basket cage. The evaluation concluded that during preparation, excessive manipulation of the device and interaction with other devices could have contributed to the failure noted. Moreover, the proximal side of the device was affected, separating the sheath and exposing the wire. Therefore the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was to be used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the device was found broken. The procedure was completed with another escape¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape¿ stone retrieval basket was to be used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the device was found broken. The procedure was completed with another escape¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.